Manufacturer narrative:
An event of infection was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pocket infection. It was noted that at a recent implant site exhibited erosion and draining fluid. The implantable cardioverter defibrillator, left ventricular lead and other leads were explanted. A temporary pacer was implanted successfully. The patient was reported to be stable before, during and after the procedure.